Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, foreign) regarding a patient who was receiving ketamine and hyd romorphone via an implantable pump for unknown indications for use. It was reported that when the pump was refilled at 11 am on (B)(6) 2021, the healthcare professional (hcp) mistakenly put the wrong medication in the pump. The pump should have contained hydromorphone 3.8 mg/ml at 3.1435 mg/day and bupivacaine 6.8 mg/ml at 5.625 mg/day, but instead they put in a mix of ketamine and hydromorphone (concentrations unknown). As of 4:30 pm on (B)(6) 2021, the hcp was going to change out the medication and review options with the physician on if they should allow the drug to run its course or try to locate a catheter access port (cap) kit. It was noted that the hcp did not have a cap kit [readily] available. The patient did not experience any symptoms/complications.